Event description:
Customer reported that cartridge fit loosely and sometimes needed reinsertion. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, and no further information was obtained.